Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis and stent dislodgment was confirmed. Failure to advances could not be replicated in a testing environment as it is based on operational circumstances. Based on a visual analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, and 95% stenosed proximal right coronary artery (rca). A 2.5 x 20 mm trek balloon catheter was used to pre-dilate the distal, mid, and proximal rca. A 3.0 x 33 mm xience xpedition was implanted in the proximal-mid rca. A 2.75 x 33 mm stent delivery system (sds) was advanced to the lesion; however, it could not cross. As the sds was removed from the anatomy, the stent implant dislodged. The dislodged stent was on the guide wire, so it was removed with the wire. A 2.75 x 28 mm xience xpedition was implanted in the distal rca. The procedure was successfully completed by post-dilatation with a 3.0 x 12 mm nc trek balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has not yet been received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.